Event description:
Customer reportedly received the following results on the compact plus sys within 10 minutes: 109 mg/dl, 133 mg/dl, 205 mg/dl, 184 mg/dl, 203 mg/dl, and 170 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device and replacement was sent.